Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation and accessories set. External and internal visual inspections of unit revealed that the power supply cable has exposed wires.

Event description:
It was discovered during analysis and upon external and internal visual inspections of unit revealed that the power supply cable has exposed wires. The patient electronic system and accessories were replaced and there were no adverse events reported by the patient.